Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "sudden onset of significant hip pain. Facility understands that the implant has yet to be revised."